Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software.¿ the sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The returned sensor was attempted to be reprogrammed, however an error occurred. Accuracy test, poise voltage and sensor temperature was unable to be performed.  Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.¿ dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.¿ upon further extended investigation it has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The data was unable to be extracted from the returned sensor puck using evm (evaluation module) due to the device not compatible as error message appearing when attempting to scan the sensor patch. The sensor was de-cased and no damaged component or contamination was observed on the sensor pcba (printed circuit board assembly). Therefore, adc was unable to further test the returned product due to the problem occurring during phase1 investigation. Section h6 (investigation findings) code c20 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device.¿ all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process.  A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.